Event description:
Reportedly the pump stopped working while delivering multiple vasopressor & pain drips. Patient pressure dropped (bp level not known). It was reported that the pump stopping placed patient at risk. No additional patient information, medication delivered, patient outcome, or pump failure information available at this time.